Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (Ref (B)(4) for second device used).

Event description:
According to the reporter, during a laparoscopic preperitoneal inguinal hernia repair, the user attempted to insert the syringe for inflation, but they felt as if it was broken when inserted, and the balloon would not inflate. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/round balloon dissector. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.